Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 20 mm from the distal end. There was a spark mark on the probe. The fracture surface of the probe showed that crack developed from the spark mark. The proximal side of the tissue pad was worn. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the spark occurred and the probe cracked, and besides the probe was broken off when the probe was subjected to a load. Based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the probe with a sharp instrument. The above device handling has warned in the instruction manual as follows; *do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. *if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During an unspecified procedure, two devices were used. The first device was used. It was reported that the jaw of the first device was broken. The second device was used. It was reported that the jaw of the second device was broken. There was no patient injury reported. On (B)(6) 2019, olympus medical systems corp. (Omsc) found that the probe of the second device was broke off and the coating for electric insulation of the grasping section of the second device was partially missing. According to olympus europe, the probe of the second device was broke off outside the patient body. This is the report regarding the breakage of the probe and the missing of the grasping section coating of the second device.